Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 537 mg/dl at time of incident. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.